Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to an internal short present transformer (t1) on the inverter board (with lot code 2020) which reflects the transformer has [p155] insulation thickness. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius technical support that the liberty select cycler powered down during treatment. The patient woke up to find the cycler had powered off and could not be powered on. There were no power outages within the home. There was no issue with the wall outlet. The power cord was securely plugged into the cycler. The patient was advised to discontinue use of the cycler. A replacement cycler was issued to the patient. It was stated upon initial reporting that an alternate form of treatment was available. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment with the cycler on the reported event date. The replacement cycler was received. The original cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.